Manufacturer narrative:
Although the product is not going to be returned, a follow-up submission will be submitted for the device history record.

Event description:
It was reported, that the vigilance ii monitor showed erratic cardiac output values during a liver transplant. No values were provided and no additional information was able to be obtained. There was no allegation of patient compromise and no other system related devices were identified as suspect.

Manufacturer narrative:
The device history record was reviewed and it supports that there were no non-conformances noted for any reason. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.